Event description:
It was reported that after a tonsillectomy and adenoidectomy surgery, the patient's face turn red and swollen, then a blister appeared. The surgeon suspect it was burned by the saline from the wand.

Manufacturer narrative:
The device was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Factors that could contribute to the reported event includes: failure to maintain suction and direct fluid outflow away from the operative field, avoid contact between suction line and patient as evacuated material could be heated, potentially resulting in patient burns. When priming wand irrigation line and setting flow rate, hold wand tip away from patient as dripping irrigant could result in patient burns. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Complaint reviewed during mimb. A medical investigation will be performed. Proceed based on information provided and/or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr.(B)(6) and/or (B)(6), medical director on (B)(6) 2018. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ·patient information ·surgical procedure/post-operative care review ·device labeling (including technique guides, ifus, etc.) The single provided photo of the now scabbed wound appears to show a 1st and 2nd degree burn/scald which involved the right nares, with appearance of possible pooling just laterally of the philtrum ridge, and extended to the right upper check bone. It was communicated that the "surgeon suspected it was burned by the saline (which) came from the wand"; however, the wand (p/n eic8872-01) was reportedly discarded and cannot be returned for product evaluation. It remains unknown if the excavation tubing/ saline line was connected to hospital suction. Cautions regarding potential thermal injuries are covered in wand IFU's. . No further clinically relevant supporting documentation was provided for inclusion in this medical investigation. In conclusion: the provided photo confirms the reported injury and appears to be consistent with contact of a hot fluid line and/or drippage/pooling such as from saline excavation and/or tubing. The patient impact beyond the reported facial redness, swelling, blistering and subsequent scabbing cannot be determined; however, possible tissue scarring cannot be ruled out. No further medical assessment is warranted at this time. Mi report approved by md (B)(6) on 10/10/2018.